Event description:
Approx 1 gal of 37% formaldehyde was siphoned over night from the reservoir in the reuse cart to the sink of the cart. A small amount of formaldehyde leaked from the sink onto the floor.